Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen became cracked when customer went though security. The pump was dropped and the touchscreen cracked and is not functional. Customer does not know blood glucose levels. The customer reported that manual injections will continue to be used for insulin therapy.